Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "axos proximal tibia procedure. The locking of the plate and screw was bad. This event probably occurred because the screw did not go straight into the opened hole. There may also be a problem with the bone quality of the patient."

Manufacturer narrative:
The reported event that locking screw axsos 3 ti 4.0mm / l30mm was alleged of issue ¿implant - insertion impaired¿ could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the event, the probable cause could be user related like improper drilling, improper alignment while screw insertion etc. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "axos proximal tibia procedure. The locking of the plate and screw was bad. This event probably occurred because the screw did not go straight into the opened hole. There may also be a problem with the bone quality of the patient."